Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074117.

Event description:
It was reported that the patient developed a (B)(6) infection at the ipg site. Redness and swelling at the ipg site were noted as symptoms of infection. The patient was placed on antibiotics. The physician believed that the infection was not procedure nor device related. All device components were explanted and were not returned. The patient was doing well postoperatively.